Event description:
It was reported that right hip revision surgery was performed due to dislocation.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the associated devices revealed significant damage to the outside diameter of the oxinium head and on the outside diameter of the liner. The complaint history shows no prior complaints for the listed lots. Dimensional analysis was completed using hard gauging on the outside diameter dimensions due to the significant damage to the oxinium head and all dimensions were within specification; however damage/deformation at several features of the liner and shell would not allow for accurate measurement. We were unable to use the cmm. The lab analysis concluded that the oxinium femoral head was damaged on the articulating surface. Damage to the xlpe liner near the edge was also visible. This damage could have occurred due to the reported dislocation. The acetabular shell appeared to have bone well attached to the porous coated surface indicating good fixation. Damage to the oxinium head articular surface could be due to contact with acetabular shell due to the reported dislocation. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.